Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving 1000 mcg/ml fentanyl at a dose of 6.4 mcg/day and 5 mg/ml morphine at a dose of 0.0318 mg/day via an implantable pump for non-malignant pain. It was reported that an alarm was heard and confirmed by telemetry. It was a critical alarm that occurred. The representative was reading the pump; the logs showed that on (B)(6) 2016 at 14:41 a safe state occurred. A few days leading up to the safe state, the patient had a couple of mris and went through airport security. The logs were normal preceding the safe state on (B)(6) 2016, which was when the patient had their last refill. There were no symptoms reported. The patient heard the pump alarm on (B)(6) 2016 and wanted to confirm that was normal. The patient was set to have the pump logs checked in a couple of days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017. The event was initially reported by the hospital healthcare provider (hcp). The patient was traveling and arrived in a local emergency room (ER). The pump was reprogrammed by the hcp out of safe state, the patient was to follow-up while still in town with a local provider, and then the patient went back home on (B)(6) 2017. The patient experienced narcotic withdrawal symptoms and was admitted to the hospital overnight. According to the managing hcp and the medical hcp from the hospital, it was decided to program the patient out of safe state and back to comparable dosing that the patient was receiving. The patient went to a follow-up appointment with a hcp and they checked the logs to make sure that everything was still working great. There were not any additional logs that would suggest ¿low battery¿ or that anything else was wrong with the pump that needed further examination. The patient was told to follow-up with his regular managing hcp. The cause of the safe state was undetermined. The patient was to follow-up with managing hcp on (B)(6) 2017 for a refill. The hcp was going to check the logs and ensure everything looked good upon his visit.